Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump switched off by itself and it has low battery life. Blood glucose value is unknown.

Manufacturer narrative:
The sleep currents were within specification. The pump passed the self test and displacement test. No blank display anomaly or unexpected low battery alarms were noted. The sleep current was within specifications. No unexpected pump error was noted. The pump was returned for power error alarms. The detailed trace analysis did not confirm that the alarm was triggered. The back up battery unloaded voltage did not drop below 3.7v for 240 consecutive minutes. The pump was received with a missing retainer ring, a broken reservoir tube lip, a missing reservoir tube o-ring, a scratched case, minor scratches on the lcd window and keypad overlay texture damage.